Manufacturer narrative:
On 18-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. At the end of the procedure while doing an ep study and pacing, the patient's blood pressure dropped after they stopped pacing and it did not come back up. The physician checked using an intracardiac echo with a soundstar catheter and the presence of effusion was discovered. The procedure was aborted at that time. The effusion was in the right ventricle, but they could not confirm the exact location. A pericardiocentesis was performed, and an unknown amount of fluid was removed, but the caller stated that they removed a lot of blood, and the patient was stable. The hospital does not have cardiovascular surgery and the patient was therefore transferred to a different hospital. The effusion continued and the cardiovascular surgeon from the other hospital performed a pericardial window out of precaution. Additional information received indicating the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was reported as improved. The patient required extended hospitalization because of the adverse event. A smartablate generator was used during this case. A transseptal puncture was performed with a baylis nrg needle. Ablation was performed before nothing the cardiac tamponade. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow settings were standard for smarttouch sf catheters. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. The visitag module parameters for stability were set at range: 3 mm, time: 3 sec., force over time (for) 25% & 3g with no additional filter and tag index.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. At the end of the procedure while doing an ep study and pacing, the patient's blood pressure dropped after they stopped pacing and it did not come back up. The physician checked using an intracardiac echo with a soundstar catheter and the presence of effusion was discovered. The procedure was aborted at that time. The effusion was in the right ventricle, but they could not confirm the exact location. A pericardiocentesis was performed, and an unknown amount of fluid was removed, but the caller stated that they removed a lot of blood, and the patient was stable. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)